Manufacturer narrative:
The reported event is confirmed. Visual inspection of the sample noted brown foreign material loose on the labeling inside the packaging which was outside specifications. A potential root cause identified "defective / contaminated components from supplier." The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "drain placement: the surgeon should irrigate the wound with sterile fluid, then suction the irrigating fluid and gross debris from the operative site. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the operating surgeon. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain displacement. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. Care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound."

Event description:
It was reported that foreign particulate was found inside the packaging.